Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Event description:
It was reported that during an unknown procedure, the only comment was the jaws would not open. There were no patient consequences. Case completed with another device of the same product code. Two devices will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: regarding the jaws not opening: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?